Event description:
The company was informed that the pt developed an infection. The pt's device was explanted. The company continues gathering info; when new info becomes available, a supplement report will be sent.